Event description:
It was reported that the arctic sun device had low flow during troubleshooting. Per follow up via phone on 19jan2022, biomed stated that the low flow was during a training exercise, there was no patient involvement. Stated that after the training exercise, they examined the arctic sun and there were no low flow alerts nor any other issues present. The arctic sun was returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had low flow during troubleshooting. Per follow up via phone on 19jan2022, biomed stated that the low flow was during a training exercise, there was no patient involvement. Stated that after the training exercise, they examined the arctic sun and there were no low flow alerts nor any other issues present. The arctic sun was returned to service.

Manufacturer narrative:
The device was not returned. The reported issue was unconfirmed. The root cause of the reported issue was not able to be determined, as the reported issue could not be reproduced. It was unknown if the device was influenced by the reported failure, however the device met specifications during the evaluation. The device was not in use by a patient. A device history record is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The reported event is unconfirmed therefore labeling/packaging review is not required. The device was not returned.